Manufacturer narrative:
The olympus field service engineer found the image from the customer device would flicker occasionally and the image returns to normal when moving the connector. The connector is loose. The device was last serviced via repair in october 2021, the battery memory required replacement. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer visera pro video system center has a ¿loose connector leads to flashy image¿. The reported problem was found during reprocessing. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the cause of the phenomenon was noise in the image due to a video connector failure. No further information was obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.